Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 300-400 mg/dl range and insulin injections were used to address the high bg level. During troubleshooting with tandem technical support, the customer reported seeing gelled insulin coming out of the tubing. The cause of the past occlusions was unable to be determined.